Event description:
Attorney alleges the patient "suffered physical and other injury as a result of the recalled lead." It is further alleged that as a result of lead, the patient "has sustained and will continue to sustain physical injuries and/or death, severe emotional distress, mental anguish" and that the patient "died as a direct and proximate result of defects" in the lead." Review of manufacturer's database unable to verify patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received. Additional information received after reveiw of public database - patient's death was in 2009.

Event description:
Attorney alleges the patient "suffered physical and other injury as a result of the recalled lead." It is further alleged that as a result of lead, the patient "has sustained and will continue to sustain physical injuries and/or death, severe emotional distress, mental anguish" and that the patient "died as a direct and proximate result of defects" in the lead." Review of manufacturer's database unable to verify patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.